Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. During troubleshooting with tandem technical support, a new cartridge was loaded and subsequently, a cartridge change error and a cartridge detection notification occurred during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 169 mg/dl.